Event description:
The iab was inserted into the pt on 1/7/98 at 4:00 pm. The iab leaked upon insertion. The iab was removed and a second iab was inserted into the pt. The iab was not returned to datascope for eval. On 6/11/98, the following info was reported to datascope: a sudden "gas loss" alarm sounded from the sys 97 pump. The iab was discarded by the facility. (See 98-00796 for second iab). [Event complications]: none from the event-reported 3/18/98, 6/11/98. [Pt's current status]: expired rpt'd 3/18/98.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/2/98).